Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer suspected the tubing was kinked and after "fixing tubing", insulin was resumed. No additional information regarding the event was provided. There was no reported impact to customer's blood glucose.